Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection, it was found that the casing between the plug and the cover is leaking and moisture can enter. The most likely cause is adhesive wear at the tip of the c-mac blade, caused by the reconditioning process. As a result, liquid penetrates the blade, affects the electronics and causes the led to fail/glow weakly. In addition, the image sensor is affected by the liquid penetration. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during use cmac blade was found faulty it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed, and the seals have deteriorated. It was confirmed that the procedure was successfully completed with a different instrument and there were no adverse consequences.